Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an error message of e8 flashing on the console. The device was being used during surgery. No injury or medical intervention occurred. No additional information provided.